Event description:
It was reported that the patient developed an infection post revision surgery. She then developed an infection in the areas of the new larger screws and was again returned to the or to clean out the infection. The product has not been returned for investigation and no further information was provided. This is report 2 of 3 for complaint (B)(4) and is a report for 1 unknown rod. There is no confirmation from a health care professional that this is a synthes device. It is noted that this complaint is also linked to the following (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Actual event date not known. This report is for 1 unknown rod. Implant date in (B)(6) 2004. Explant date is in (B)(6) 2004, approximately six months post implantation. Investigation could not be completed and no conclusion could be drawn as the device was not returned and no part number or lot number was provided.